Manufacturer narrative:
During the repair process of a rondo 3 audio processor, a leaking battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. This is a combined initial and final report.

Event description:
The device was sent to service _ repair due to being non-functional.